Event description:
The customer complained of ongoing issues with their ise indirect na for gen.2 results from their cobas 6000 c (501) module. From the data provided for 2 patients, the sodium data for 1 patient sample was a reportable malfunction. The initial sodium result was 186 mmol/l with a repeat result of 138 mmol/l. The erroneous result was not released outside of the laboratory. The repeat result was deemed to be correct. There was no adverse event. The sodium electrode lot was i51 with an expiration date that was requested but was not provided. The field engineering specialist found crystal build up in the electrode chamber around the reference electrode. He cleaned the reference electrode, cleaned and dried the electrode chamber, and replaced the vacuum diaphragms. He verified the ise probe alignments. They system initialized without error and ise calibration and qc results were acceptable. The customer stated that there have been no further issues following the service visit. The investigation was unable to find a definitive root cause.